Event description:
It was reported that the pt experienced a burning sensation near the catheter pathway. This was first noted over a year ago following a catheter revision. The reporter stated that the medication has been changed and the dosage lowered, however, the burning sensation remains. Several dye studies have been performed without any findings. The pt was at home at the time of the report; "can't tolerate this burning sensation any longer." The reporter was concerned about inflammatory mass. Additional info received from the hcp: he had ordered tests but the pt hasn't scheduled a day to come in for them. The pt also had an MRI which did not show anything. The hcp requested that the pt come in for an MRI with contrast but the pt has not called to schedule this yet. The hcp does not feel there is anything wrong with the device. There have not been any problems with refills or any volume discrepancies. The pump is used to deliver dilaudid 7.5 mg/day.

Manufacturer narrative:
Results: used for the catheter.